Event description:
It was reported that electrogram (egm) review of this implantable cardioverter defibrillator (ICD) system revealed right atrial (ra) lead noise with oversensing. This implantable cardioverter defibrillator (ICD) system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.